Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up visit. Device interrogation revealed false automatic mode switch (ams) episodes due to far-field r-wave oversensing on the atrial channel of the pacemaker. Programming changes were made to resolve the issue. The patient had no adverse consequences.